Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen is not responding to an input from the customer. Troubleshooting with tandem technical support was performed and touchscreen remained unresponsive. Customer had elevated blood glucose levels (300 mg/dl). Customer delivered an injection to stabilize blood glucose levels, and stated they will continue to use injections for insulin therapy.